Event description:
It was reported that the patient presented to the emergency department (ed) with the controller alarming. The controller exhibited unexpected losses of power and ventricular assist device (vad) stopped alarms and the vad failed to restart. The controller was exchanged and the second controller also exhibited unexpected losses of power and the vad did not restart. It was also reported that two batteries exhibited communication errors. The patient presented to the emergency room and it was decided not to restart the vad as it had been off for close to two hours and the vad was part of a field corrective action. The patient was admitted to the intensive care unit (ICU) and was put on milrinone and levophed for support. The patient underwent a vad exchange. The controllers and batteries were removed from service. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. A voluntary medwatch form 3500/3500b was received. Additional products: brand name: heartware ventricular assist system ¿ controller 2.0, model #: 1420 / catalog #: 1420 / expiration date: 31-may-2021 / serial or lot#: (B)(4), UDI #: (B)(4). Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 14-may-2020. Labeled for single use: no. (B)(4). Brand name: heartware ventricular assist system ¿ controller 2.0, model #: 1420 / catalog #: 1420 / expiration date: 30-apr-2021 / serial or lot#: (B)(4), UDI #: (B)(4). Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 06-apr-2020. Labeled for single use: no. (B)(4). Brand name: heartware ventricular assist system ¿ battery, model #: 1650 / catalog #: 1650 / expiration date: 31-aug-2021 / serial or lot#: (B)(4), UDI #: (B)(4). Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 07-aug-2020. Labeled for single use: no. (B)(4). Brand name: heartware ventricular assist system ¿ battery, model #: 1650 / catalog #: 1650 / expiration date: 30-jun-2021 / serial or lot#: (B)(4), UDI #: (B)(4). Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 24-jun-2020. Labeled for single use: no. (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for additional details. B2 outcome attributed to adverse event, b5 describe event or problem, d9 device available for evaluation and return date, and h6 codes were updated. H1 type of report event was updated from serious injury to death. Additional products: d4:serial #: (B)(6). D9: yes, return date: 8-nov-2022 h3: yes h6: imf code(s): f02 d4: serial #: (B)(6) d9: yes, return date: 8-nov-2022 h3: yes h6: imf code(s): f02 d4: serial #: (B)(6). D9: yes, return date: 8-nov-2022 h3: yes h6: imf code(s):f02 d4: serial #: (B)(6). D9: yes, return date: 8-nov-2022 h3: yes h6: imf code(s): f02 investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient did not survive the vad exchange.

Event description:
It was further reported that prior to presenting to the ed, the vad was alarming ¿vad stopped¿, and the patient decided to exchange the controller to see if the vad would restart. However, the new controller also alarmed ¿vad stopped¿. It was noted that the patient had been in the process of switching to two new batteries when the vad stopped. The first battery was replaced, and the new battery did not have a good connection. When the second battery was removed, the ¿pump had no pump and therefore shut off¿.

Manufacturer narrative:
A supplemental report is being submitted for a correction to b5. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the vad exchange surgery was complicated by profound bleeding from the ascending aorta which resulted in hemorrhagic shock and required numerous blood products and prolonged intraoperative time. The patient became critically ill following surgery and remained intubated and sedated. Support was subsequently withdrawn. In addition, it was further reported that a battery was returned to the manufacturer and subsequently tested out of specification during manufacturer¿s analysis.

Manufacturer narrative:
A supplemental report is being submitted for additional information and device evaluation. Product event summary: the pump (B)(6), two (2) controllers (B)(6), three (3) batteries (B)(6) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of (B)(6) revealed that the devices passed visual inspection and functional testing. The power sources were able to adequately connect to a test controller. As a result, the reported poor mechanical connection event could not be confirmed. Failure analysis of (B)(6) revealed that the battery passed visual inspection. Functional testing revealed abnormalities relating to the relative state of charge (rsoc); the battery was not estimating the capacity accurately. Of note, it was observed during functional testing that the battery had above 500 charge and discharge cycles. These are additional findings not related to the reported event. The most likely root cause of the observed abnormal rsoc event can be attributed to an estimation error. The most likely root cause of the observed high cycle count event can be attributed to the batteries reaching the end of their useful life. Visual examination of the returned pump revealed abrasions on the lower housing ceramic surface and on the inferior surface of the impeller. These friction marks are indicative that an external factor may have forced the impeller against the rear housing with sufficient strength to overcome the rear preload of the magnetic spring/suspension system, thus leading to scoring marks observed during visual inspection. CAPA pr00578223 was opened to investigate post-explant issues found during failure analysis of returned pumps. Internal pathological report revealed no evidence of thrombus within the device. Dimensional and functional examination of the pump was not conducted since the device is involved in legal proceedings and destructive analysis is not permitted. Log file analysis revealed that (B)(6) was the patient's primary controller, in use during the reported event. Review of the alarm log file associated with (B)(6)revealed nine (9) vad stopped alarms, ten (10) vad disconnect alarms, and three (3) power disconnect alarms were logged on (B)(6) 2022. Log file analysis associated with (B)(6) revealed that this event was initiated by a controller power up event logged on (B)(6)2022 at 13:21:04, indicating loss of power to the controller. The data point recorded in the controller's internal logs prior to the loss of power revealed that (B)(6) was connected to power port one (1) with 40% rsoc and (B)(6) was connected to power port two (2) with 24% rsoc. The data point recorded after the loss of power revealed that (B)(6) was connected to power port one (1) and (B)(6) was connected to power port two (2). The controller was without power for thirteen (13) seconds. No anomalies were recorded leading up to the loss of power. A vad stopped alarm was logged at 13:22:03 due to a failure of the pump to restart after multiple attempts. A vad disconnect alarm was then logged at 13:24:21 indicating a physical disconnection of the driveline from the controller, likely due to troubleshooting. Log files then revealed a controller power up event was logged on (B)(6) 2022 at 13:22:54. After the power up event, analysis of the data log file revealed safety alert word (saw) values were recorded on the only connected power source, (B)(6), indicating an overcurrent alert. During the attempted pump start events, the data log file recorded high power consumption, which required more current from the battery. It is likely that the overcurrent condition prevented the battery from providing power, resulting in an additional loss of power to the controller. Four (4) additional vad stopped alarms due to a failure of the pump to restart after multiple attempts, seven (7) additional controller power up events, and two (2) vad disconnect alarms indicating physical disconnections of the driveline from the controller, were logged between 13:31:57 and 13:43:46, likely due to troubleshooting. Two (2) vad disconnect alarms were logged at 13:44:06 and 13:49:47 were most likely false alarms, given that the speed recorded at the onset of the alarm was higher than the set speed. This indicates that a possible loss of synchronization of commutation occurred. Commutation is the process of switching winding current to generate motion. If the pump rotational speed drifts higher than the speed set-point, the motor voltage will decrease to achieve the desired speed. However, if there is no change to the speed (speed reading remains frozen), the voltage will continue to decrease to zero. This likely caused the current to decrease to zero, triggering a vad disconnect alarm, even if the driveline was still physically connected to the controller. Three (3) power disconnect alarms were logged at 13:48:27, 13:50:02 and 13:52:03 involving (B)(6). During the power disconnect alarms, a saw value was recorded indicating an overcurrent alert. Leading up to the power disconnect alarms, log file analysis revealed high pump power consumption, which required more current from the batteries. Several additional vad disconnect alarms due to a physical disconnection of the driveline from the controller, additional controller power up events, additional vad stopped alarms indicating a failure of the pump to restart after several attempts were logged likely due to troubleshooting. It is likely that the overcurrent condition prevented the batteries from providing power, resulting in additional losses of power to the controller. Review of the alarm log file associated with (B)(6) revealed four (4) vad stopped alarms, eight (8) vad disconnect alarms, and one (1) power disconnect alarm were logged on (B)(6)2022. Log file analysis associated with (B)(6) revealed a controller power up logged on (B)(6) 2022 at 13:44:29, indicating that the controller was put into use following the reported controller exchange. A subsequent vad disconnect alarm logged at 13:44:37, likely due to the controller being powered on without the driveline connected during the controller exchange. A power disconnect alarm was then logged at 13:46:35 involving (B)(6). During the power disconnect alarm, a saw value was recorded indicating an overcurrent alert. Leading up to the power disconnect alarm, log file analysis revealed high pump power consumption, which required more current from the batteries. The battery was most likely physically disconnected shortly after, causing the controller to log the power disconnect alarm. A vad stopped alarm was logged at 13:46:45 due to a failure of the pump to restart after multiple attempts. Two (2) vad disconnect alarms logged at 13:47:50 and 13:57:18 were most likely false alarms, given that the speed recorded at the onset of the alarm was higher than the set speed. This indicates that a possible loss of synchronization of commutation occurred. Several additional vad disconnect alarms due to a physical disconnection of the driveline from the controller, additional controller power up events, additional vad stopped alarms indicating a failure of the pump to restart after several attempts were logged likely due to troubleshooting. Leading up to some power up events, analysis of the data log file revealed saw values indicating overcurrent alerts recorded on the batteries connected to the controller during the troubleshooting, (B)(6). It is likely that the overcurrent condition prevented the batteries from providing power, resulting in additional losses of power to the controller. Log file analysis did not reveal any communication errors recorded within the analyzed period. As a result, the reported losses of power and failure of the vad to restart associated with vad stopped alarms events were confirmed. The reported battery communication errors event was not confirmed; however, it is likely the power disconnect alarms were related to the reported event. A possible root cause of the losses of power can be attributed to a disconnection of both power sources, to an intermittent disconnection on one or both power sources and/or troubleshooting of the vad stopped alarms. CAPA pr00551638 is investigating controller losses of power. CAPA pr00544941 is investigating controller losses of power during pump start due to battery discharge overcurrent condition. A possible root cause of the power disconnect alarms may be attributed, but not limited, to a physical disconnection of the power source. Possible causes of the vad disconnect alarms can be attributed to a loss of synchronization of commutation leading to false vad disconnect alarms, and/or a physical disconnection of the driveline from the controller during troubleshooting of the vad stopped alarms. CAPA pr00550440 is investigating controller losses of synchronization of commutation. The most likely root cause of the vad stopped alarms can be attributed to failures of the pump to restart after multiple attempts. (B)(6) is in scope of fca cvg-21-q3-21, which was initiated for pumps with failure to restart. CAPA pr00502194 is investigating pump failures to restart. Additional products: (B)(6) h3: yes h6: patient ime code(s): (B)(6) h6: img code(s): (B)(6) h6: FDA method code(s): b01, b15 h6: FDA results code(s): c02, c19, c21 h6: FDA conclusion code(s): d02, d10, d15 (B)(6) h3: yes h6: patient ime code(s): (B)(6) h6: img code(s): (B)(6) h6: FDA method code(s): b01, b15 h6: FDA results code(s): c02, c19, c21 h6: FDA conclusion code(s): d02, d10, d16 (B)(6) h3: yes h6: patient ime code(s): (B)(6) h6: FDA method code(s): b01, b15 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d14 (B)(6) h3: yes h6: patient ime code(s): (B)(6) h6: FDA method code(s): b01, b15 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d14 d1: heartware ventricular assist system battery d4: model #: 1650 / catalog #: 1650 / expiration date: 31-oct-2018 / serial or lot#: (B)(6) UDI #: (B)(4) d9: yes, return date: 08-nov-2022 h3: yes dev rtn to MFR? Yes h4: mfg date: 29-oct-2017 h5: no h6: patient ime code(s): (B)(6) h6: imf code(s): (B)(6) h6: img code(s): (B)(6) h6: FDA device code(s): (B)(6) h6: FDA method code(s): b01, b15 h6: FDA results code(s): c10, c19 h6: FDA conclusion code(s): d02, d1105 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for additional information to: a4, b5, h6 and additional codes. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that while the ventricular assist device (vad) would not restart the international normalized ratio (inr) was reversed and the patient was placed on low dose inotropic support. The filling pressures were noted to be ¿very high¿ and the vad required replacement. During surgery to replace the vad with a competitor device, coagulopathy was observed which necessitated mass blood transfusion protocols and the use of clotting factor medications. Severe hypoxia was observed with associated elevated central pressures and decreased oxygen saturation. The patient was placed on venous-venous extracorporeal membrane oxygenation (ECMO) which resulted in substantial proximal aortic bleeding with hemorrhagic shock and subsequent right ventricle (rv) dysfunction which necessitated rv mechanical support and multiple vasopressors. Due to having multi-factorial shock (cardiorenal, liver, and cardiogenic) post vad replacement, the patient experienced multiple other complications including renal failure with tubular necrosis with a creatinine of 3 requiring continuous renal replacement therapy (crrt), adrenal insufficiency requiring steroids, b12, angiotensin and methylene blue treatment and supraventricular tachycardia with a heartrate sustained one-hundred and sixty to one-hundred and seventy beats per minute which was treated with multiple intravenous medications. Electrolyte imbalances including hyponatremia, hypocalcemia, hyperkalemia, and lactic acidosis were treated with electrolyte replacements, the use of crrt and multiple other medication s. Lactic acidosis was also observed with lactate being persistently high and pan-imaging was done to screen for ischemia which was found in the right lower extremity and required cryo amputation of the right lower extremity due to arterial occlusion. Additionally, a vascular disorder of the bowel was found and the patient had rhabdomyolysis.